Manufacturer narrative:
(B)(4).

Event description:
Patient's father contact dexcom on (B)(6) 2016 to report a loss of connection between the transmitter, receiver and smart device that occurred on (B)(6) 2016. Patient's father was educated on troubleshooting method for the issue of signal loss. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 05/24/2016. The reported event of loss of connection was not confirmed. A root cause cannot be determined.